Event description:
The contact stated she tested the customer's blood glucose and received a reading of 507 mg/dl. She retested about 10 minutes later, using the breeze meter and received a reading of 128 mg/dl. The difference between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.